Event description:
It was reported that unspecified bd infusion set separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Unknown issue as per the attachment: during sms visit spoke with anesthesia lead dr wetstone. He reported an incident that had occurred a while back a sister facility. Alaris device being transported with patient, tubing was under fair amount of tension and tubing snapped at top of lvp just below upper fitment. Transport continued and new tubing obtained, product restarted with issue.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.